Manufacturer narrative:
UDI: (B)(4); investigation is still ongoing.

Event description:
As reported, by the field clinical specialist, when the valve was pushed through the 14f esheath, the 26mm sapien ultra valve would not advance and got stuck. They looked under x-ray and could see the valve struts slightly outside the eshealth. A second system was prepped and the old eshealth and commander was removed together and a new 14fr sheath was placed without complications. The second valve was successfully deployed. Once the eshealth was removed, an angiogram was done to look at the site for any bleeding and no injuries were found. There were no complications noted with the patient and the patient left the room in stable condition. The device will not be returned per hospital policy.

Manufacturer narrative:
Correction: please retract this report as it was submitted in error. A duplicate report was previously submitted for the same device event. Please refer to manufacturer report number 2015691-2020-15008, for additional information regarding this reported issue.